Event description:
It was reported that following a patient's generator revision surgery, the wound had broken open. The generator and lead were subsequently removed. The explanted product was returned to the manufacturer and was marked as "infected". Product analysis of the generator revealed no anomalies. Review of manufacturing records for both, the generator and lead showed the product to be sterilized prior to distribution. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Method - device manufacturing records were reviewed. Results - review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.